Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Helix extends and retracts within specification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with the lead integrity alert (lia) sounding due to sensing integrity counter (sic), three non-sustained ventricular tachycardia episodes and the lead not capturing. An x-ray confirmed the lead had dislodged from the atria. The patient was reported to have a fall from tripping over a chair which the physician believed was caused by the dislodgement. As the physician was repositioning the lead, the lead was damaged by the physician overworking the pinch tool and the physician was unable to extract the helix once the helix was retracted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.